Event description:
Report received of operator error in inserting a battery into the device causing the battery to heat up. It was reported that the battery was placed upside down into the device. As a result, the battery heated up melted the device case. The battery compartment was report to be "blackened". There were no reports of any adverse pt effect.